Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that a cartridge alarm (cartridge alarm 19) occurred during the fill tubing process. There was no impact to the customer's blood glucose level. It was indicated that the customer had injections available for alternate insulin therapy.